Manufacturer narrative:
Device passed displacement and self tests. No unexpected pump errors 53 noted during testing. However, pump error 53 is found in the device history file due to a software error. Device had label damage. Device p-cap or test reservoir locks in place properly.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of the incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer stated that insulin pump had software error detected alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed self test and it was passed. It was unknown whether customer was using the automode or not. The insulin pump will not be returned for analysis.